Event description:
It was reported that during a device upgrade on (B)(6) 2022, an insulation breach was noticed on the right ventricular (rv) lead. The physician decided to prophylactically cap and replaced the lead. The patient was stable.